Event description:
It was reported issues with the pc units displaying low battery capacity messages. It was reported that the devices are not being plugged into ac power throughout the hospital. This was an observation made by bd representatives during rounding of each department while onsite. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported issues with the pc units displaying low battery capacity messages. It was reported that the devices are not being plugged into ac power throughout the hospital. This was an observation made by bd representatives during rounding of each department while onsite. There was no patient involvement.